Event description:
It was reported that a smiths medical admin set is leaking just below, drip chamber. Multiple lots. No injury or intervention photo attached. No adverse patient effects were reported.